Event description:
Technician has a bed that is indicating ground loss. Technician found the bed in the bed repair area and there were no reported injuries. Technician checked the incoming power and he was getting 120vac on the neutral line. He rewired the power plug and the bed was functioning properly.